Event description:
According to the information received, the anastomosis was completed "without problems"; however, while in the ICU, the patient experienced arrhythmia 90 minutes postoperatively. Reoperation was immediately performed and the anastomosis was observed to be occluded. It was removed and a new central anastomosis was completed utilizing traditional suture; however, there was difficulty weaning the pt from bypass. Once perfan was administered and a balloon pump was placed, the pt was successfully weaned from bypass but was "extremely volume sensitive". No further surgical intervention could be done to revascularize the "severely" calcified right coronary artery and the pt was transferred to the ICU and subsequently expired. The connector and adherent tissue are being returned to sjm for analysis.